Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received readings of 101 mg/dl, 274 mg/dl and 209 mg/dl within ten minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.